Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 580 mg/dl with ketoacidosis. Customer administered a manual insulin injection with assistance from husband to address elevated blood glucose. Customer changed out pump supplies to address the alarm.

Manufacturer narrative:
B5, b2(required intervention); remove b2(other serious), remove h6(2364-patient code).

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 580 mg/dl with trace ketones. Customer administered a manual insulin injection with assistance from husband to address elevated blood glucose. Customer changed out pump supplies to address the alarm.